Event description:
It was reported that patient presented to the emergency room (ER) due to phrenic nerve stimulation and palpitations. The patient's medications were adjusted, and the lead remains in use. The patient is part of the advance iii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.